Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they are not feeling stimulation. It was stated that when the patient first got the implant they felt stimulation, and that they had utis the first 6 weeks. However, the patient later indicated that the utis occurred every 6 weeks. They were getting sepro and had an allergic reaction that didn't go away and still isn't gone. They have had two doses of it for 10 days and had to have another 10 days and ended up with the allergic reaction and heartburn. The patient was given macrabid to treat the infection. Indication for implant is urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.